Manufacturer narrative:
(B)(4). This is a report of a use error, where the patient disconnected the transfer set and did not put a cap on it. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting and reconnecting the transfer set to the patient line during emergencies. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique during drain one of six of peritoneal dialysis therapy. The patient disconnected the transfer set and did not put a cap on it. The technical service representative had the caregiver put a cap on the transfer set and advised to restart therapy using all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.